Event description:
This c1 was delivered to the hospital in (B)(6) 2021. The hospital staff turned on the power of c1 and planned to use it on their patients. However, tf431001, tf446029, and tf485001 kept appearing on the screen and the alarm kept going off. Therefore, he had no choice but to use another ventilator. What do you think could be the cause?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective driver board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.